Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was found to be broken off at 11.5mm from its tip. There was a mark in the probe which came in contact with the grasping section and was abraded against it. The broken surface of the probe was checked. It indicated the probe had cracked from the contact mark then broken off. There was a mark on a grasping section that came into contact with a probe tip. The tissue pad in the grasping section was worn away, a part of the tissue pad was torn. The tissue pad was not peeled away. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. Ultrasonic output was activated while grasping a tissue with the tip of the grasping section. The proximal side of the tissue pad came in contact with the probe. As a result, the pad was worn away, a part of the tissue pad was torn. 2. The tissue pad was worn away, causing the grasping section to touch the probe. 3. Ultrasonic output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in ultrasonic mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when removed from the patient body. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during a laparoscopic cholecystectomy, the subject device was used. The probe of the device broke off when the user checked it outside the patient since the tissue pad of the subject device was separated. The intended procedure was completed with another device. There was no patient injury reported.